Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. The device remains implanted.

Event description:
The device has been explanted and replaced.

Event description:
Healthcare professional reported a right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a broken shell. The device was underweight. A visual and microscopic analysis was performed which identified: sharp broken on radius, stress marks and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharp pattern on radius of broken device assessed as a surgical impact opening, for the stress mark in the shell.